Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
A medtronic representative went to site and confirmed that the driver was damaged when using powerease motor. The suspect driver has been received by the manufacturer for evaluation. The reported issue was confirmed as the tip of the driver has been broke off. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that during spinal fusion procedure, the tip of the screw driver broke during the surgery while using powerease motor. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.